Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of elevated blood glucose during which the ilet reportedly did not deliver insulin, and the user denied pausing insulin, depleting insulin, or receiving alerts. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported injury, and no alerts or alarms. Investigation included review of available device data and attempts to obtain additional logs by instructing the user to remove the device from bluetooth settings, re-pair, and perform a manual sync. Investigation of this case revealed that only historical data up to an earlier date were available and the reported period could not be confirmed due to unavailable logs, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable corroborating data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.